Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the proglide device kinked and broke during usage on an obese patient relative to an unspecified procedure. A vascular surgeon assistance was required to solve the problem. No additional information was provided at this time.

Event description:
It was reported that the proglide device kinked and broke during usage on an obese patient relative to an unspecified procedure. A vascular surgeon assistance was required to solve the problem. No additional information was provided at this time.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Although requested, no additional event details were provided.

Manufacturer narrative:
B3: date of event is estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.